Event description:
A customer contacted global technical services (gts) regarding a check patient line alarm that appeared on the homechoice (hc) unit during initial drain. The caregiver (cg) stated she replaced the cassette. The technical service representative (tsr) asked cg if she also replaced the bags and cg stated no. Cg stated there is air in patient line. Tsr advised the home patient (hp) will need to start over with new supplies. Tsr assisted cg end therapy. Cg will start over with new supplies. No injury or medical intervention was reported. Follow up with the wife revealed that the problem was probably due to a clamp closed on the tubing which let air in. The wife stated that they have a training tomorrow morning at their (B)(6) clinic with a baxter person to go over everything. The wife stated that otherwise everything was fine and the nurse was aware of all of the events that occurred on the hc. All products have been discarded and product information is unknown.

Manufacturer narrative:
(B)(4). This complaint cannot be confirmed in the lab due to a lack of sample. The lot number is unknown therefore a batch review was not performed. Not enough data are available within the complaint information to identify root cause. This review found the labeling adequate for the use error in the complaint. Baxter will continue to monitor similar reports to determine if further actions are required.